Event description:
It was later reported that the lead was partially capped on (B)(6) 2011 and a new sense/pace lead was added. The defib portion of the lead remains active.

Event description:
It was reported that patient received several inappropriate shocks due to t-wave oversensing. Review of egm showed t-wave oversensing, and poor sensing values since implant. Recommended a new sense/pace lead but no further programming of the device. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.